Event description:
On (B)(6) 2011 a company rep reported the pt experienced a hypoglycemic event that led to hospitalization. Upon follow up with the pt on (B)(6) 2011 he stated that on (B)(6) 2011 he had eaten a large pasta dinner that did not properly digest. He lost consciousness while taking a walk and was outside for 7 hours. The pt was found by police on (B)(6) 2011 and at the time paramedics tested his blood glucose at 74 mg/dl. The pt was treated with an IV of fluids and glucose and he was treated for hypothermia at the hospital. He stated he vomited several times while at the hospital and during the ride home from the hospital. He was released from the hospital after 2 hours with a blood glucose level of 99 mg/dl. His normal blood glucose range is 70-140 mg/dl. The pt stated he made a mistake by not testing his blood glucose prior to bolusing and taking a walk. Troubleshooting did not reveal any product issues. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.